Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. FDA registration # mw5094818.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on an unknown date. According to the complainant, the clip looked short and would not deploy. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on an unknown date. According to the complainant, the clip looked short and would not deploy. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2020 as the event date is unknown. Block h6: device code 2906 captures the reportable event of clip would not deploy. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. Functional evaluation was performed using a tortuous fixture; the clip was able to open without any problems and the clip released from the catheter successfully. Dimensional examination was performed on the braided shaft to further analyze the deployment issue, and the lengths of various parts were within specification. A dimensional analysis also was performed on the outside diameter of the bushing, and it was confirmed to be within specification. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. FDA registration # mw5094818.